Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch 5108913, that during a surgical procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event. No further information was provided.